Event description:
User stated inserting is in skin is not easy or smooth user thinks the needle is too thin and that is why it bend .user stated the skin in the injection site is thick and hard , replaced is for bigger needle. Is returned/replaced .